Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), (B)(6), and the reported hemolysis could not be conclusively established through this evaluation. Additionally, review of the submitted log file did not confirm the report of elevated power and flow values. A specific cause for these events could not conclusively be determined through this evaluation. The submitted log file contained events from 04feb2025 through 20feb2025, per the timestamps. No notable events, alarms, or fluctuations in pump parameters were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the hemolysis; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters including pump power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. In reference to pi, section 1 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and a lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 6, "patient care and management" (under "pump performance monitoring"), addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the device manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh), and upon interrogation the patient's flows and power were found to be trending upwards. The customer was concerned for possible pump hemolysis. Log files were submitted for review and found the power and flow to be trending upwards but fluctuating. No other unusual events were found.